Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of complaint, attempts were made to obtain explant date information. The explant is an approximate date as the exact date of the surgical intervention was undetermined. Investigation results will be provided in the final report.

Event description:
Manufacturer reference number: device 1 of 3, 1627487-2019-08359, 3006705815-2019-02754. It was reported that patient experienced ineffective therapy. As a result patient underwent scs system explant.